Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information received identified the patient's scs ipg was replaced with a new one. Stimulation therapy was resumed postoperatively.

Event description:
It was reported the patient was unable to communicate with the scs ipg using the programmer or charger. Consequently, the patient requested an ipg replacement. Surgical intervention may be taken to address the issue.